Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Inspector received one silicone temperature sensing catheter with sample port connector and a cut inlet tube. No packaging was provided. The catheter was confirmed to be 16 fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length was measured to be 0.7260 inches. Per specification, the active length should be 0.60-0.90 inches. A potential root cause could not be found since the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.]"

Event description:
It was reported that it was difficult to inflate the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the catheter.